Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient . Loss of or failure to bond. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 and inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: operation channel- primary slice by accessory. Air/ water socket cylinder o-ring chipped. Prism scratched. Distal cap - fixed type failed seal integrity inspection. Bending rubber glue excessive at flex tube side. Failed dry leak test. Segment steel braid cut. Lightguide prong cover glass set loose. Failed wet leak test. Elevator body screw loose. Distal cap - fixed type c2 - zone c # discontinuities, gaps, insertion tube mild discoloration at stage 1. Umbilical cable bump under pve root brace. Bending rubber pinhole. Operation channel twisted in bending section. Customer complaint confirmed. Fluid invasion not observed in pve connector. Image mild shadow. Bending rubber leak at distal end. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2018. Parts replaced: deflector operating wire, objective prism assy, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button(1), distal case/cap.